Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received questionable results for a total of nine patient samples tested for multiple analytes. Of the nine samples, eight had erroneous results that were reported outside of the laboratory for the following tests: urea/bun (bun), creatinine plus ver.2 (crea), glucose hk (glu), magnesium (mg), phosphate (inorganic) ver.2 (phos), creatine kinase (ck), and alkaline phosphatase acc. To ifcc gen.2 (alp). The initial results were reported outside of the laboratory. The operator realized there was something wrong after initially running the samples. The samples were then repeated on a different c501 analyzer and these repeat results were believed to be correct. Corrected reports were issued. The first sample initially resulted as 2.7 mg/dl for crea, 159 mg/dl for glu, 0.9 mg/dl for mg, and 5.9 mg/dl for phos. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 2.0 mg/dl for crea, 112 mg/dl for glu, 1.8 mg/dl for mg, and 2.2 mg/dl for phos. The second sample, from a (B)(6) , initially resulted as 1.6 mg/dl for mg. The initial result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 2.5 mg/dl for mg. The third sample initially resulted as 93 mg/dl accompanied by a data flag for bun. The sample was automatically repeated by the analyzer and resulted as 115 mg/dl for bun. The 115 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 61 mg/dl for bun. The fourth sample initially resulted as 79 mg/dl accompanied by a data flag for bun. The sample was automatically repeated by the analyzer and resulted as 98 mg/dl for bun. The 98 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 53 mg/dl for bun. The fifth sample initially resulted as 49 mg/dl accompanied by a data flag for bun. The sample was automatically repeated by the analyzer and resulted as 72 mg/dl for bun. The 72 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 36 mg/dl for bun. The sixth sample initially resulted as 207 mg/dl for glu, 1.7 mg/dl for crea, 719 u/l for ck, and 125 u/l for alp. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 152 mg/dl for glu, 1.3 mg/dl for crea, 448 u/l for ck, and 71 u/l for alp. An initial bun result of 18 mg/dl accompanied by a data flag and an automatic repeat bun result of 24 mg/dl were provided, but it is not clear if any of these results had been reported outside of the laboratory. A clarification has been requested. The customer confirmed that a bun value of 13 mg/dl was reported outside of the laboratory and no corrected reports were issued for bun. The seventh sample initially resulted as 111 mg/dl for glu, 1.3 mg/dl for mg, and 9.7 u/l for phos. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 80 mg/dl for glu, 2.2 mg/dl for mg, and 4.5 u/l for phos. The eighth sample initially resulted as 153 mg/dl for glu, 1.1 mg/dl for mg, and 5.2 u/l for phos. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 112 mg/dl for glu, 1.8 mg/dl for mg, and 2.7 u/l for phos. The first and second patient were treated with magnesium sulfate based on the erroneous initial mg results. The treatments for these patients were stopped once corrected reports were issued. It was asked, but it is not known if these patients were adversely affected due to receiving treatment. No adverse events were alleged. The lot numbers and expiration dates of the mentioned tests were asked for, but not provided. The field service representative determined that there was a pin hole in the tubing that connects a valve assembly to a reagent syringe. The tubing was replaced. The internal rinse volumes of the sample and reagent probes were checked; these were good. The probe alignments, vacuum pump pressure, gear pump pressure, rinse mechanism rinse and wash volumes, and the ultrasonic mixers were checked. He ran performance testing and this was within specifications.

Manufacturer narrative:
For the sixth sample, the customer could not account for the initial bun result of 18 mg/dl accompanied by a data flag and the automatic repeat bun result of 24 mg/dl. It is not known if any of these values were reported outside of the laboratory.